Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for other chronic/intract pain (trunk/limbs). It was reported that the patient's ins was removed in 2001 because it was not working for the patient. No additional information was collected as the patient had disconnected the call. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the device was stuck on the left side of her hip and she had issues with it, it didn't help and made things worse. The patient reported that she first noticed the device not helping within a day or 2 and she thought something was wrong but kept giving it a try. The patient reported that nobody could give an explanation why it wasn't working; it kept going up and down. The patient clarified that she meant the stimulation feeling was going up and down and it was miserable. The patient reported that the feelings were like electrical and that feeling kept going up and down and when they went up "oh boy." No further complications were reported.

Manufacturer narrative:
Product ID: 3888-28, lot# j0102015v, product type: lead; product ID: 3888-28, lot# j0114065v, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported that the patient's device was removed because the leads were misconnected. It was reported the device was removed in about 2002 due to complications and "not being put in correctly". Patient stated she believes the whole system was removed.